Event description:
On (B)(6), product analysis was completed on a vns patient's generator that was explanted due to eos. It was confirmed that the generator was at end of service with a battery voltage of 1.92volts. The generator was unable to communicate due to eos. During testing, an out of specification condition was identified with the supply current. Analysis confirmed that a leaky q10 component was the cause. After the q10 was substituted, the device performed according to functional specifications. The out-of-specification q10 component could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.